Manufacturer narrative:
There was no pt involvement. Sorin group (B)(6) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that the s5 double roller pump produced multiple motor controller error codes during setup. The pump was changed out prior to any pt involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that the s5 double roller pump produced multiple motor controller error codes during setup. The pump was changed out prior to any pt involvement.